Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided in this report.

Event description:
Customer was admitted to the hospital on (B)(6) 2020 and stayed overnight due to high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm twice within 48 hours. Customer was hospitalized due high blood glucose on unknown date. Blood glucose level at the time of the incident was 636 mg/dl. Customer stated that alarm history had off now power and low battery was found several times for the last 2 weeks. Customer stated that she used to change the battery regularly but it was depleted every day. Customer stated delivery suspended hence she faced high blood glucose of 636 mg/dl. Customer stated that she stayed over last night in hospital and insulin was injected through intravenous route and now she was on multiple daily injections. Customer stated ketones was 7. Customer stated that drive support cap was intact. Customer stated insulin pump was not dropped or broken. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was monitored for 2 days. No charge/battery anomaly, unexpected battery power loss anomaly, unexpected low battery alarm, unexpected off no power alarm or unexpected suspend anomaly noted the suspend feature functions properly during testing. No suspend anomaly noted. Device passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the delivery accuracy test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Device uploaded properly using care link. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.